Manufacturer narrative:
The reported events were lead dislodgement, low p-wave sensing, helix mechanism issue and insulation abrasion. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. The reported event of helix mechanism issue was confirmed. After cleaning and cutting the lead, the helix could extend and retract by applying torque directly at the inner coil. The full helix extension was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. The reported event of low p-wave sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation abrasion, appearing like it was frayed was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the right atrial lead. During the procedure atrial sensing became diminished. Fluoroscopy showed that the lead had dislodged. Multiple attempts were made to reposition the lead; however, the physician could not extend the helix. Also noted was outer insulation abrasion. The procedure was completed using a replacement lead. The patient was stable.